Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered into safety mode and triggered an alert. It was recommended to explant the pacemaker, and it has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.